Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a couple of weeks of implant, the right ventricular (rv) lead exhibited high thresholds and loss of capture whenever the patient took a deep breath. It was determined that the lead had dislodged. The lead was repositioned, and remains in use. No patient complications have been reported as a result of this event.